Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A video was provided for evaluation. The video was visually inspected, however, the product shown in the video is not manufactured by cardinal health. Multiple attempts to verify the affected product number and the video provided were not answered. Since a physical sample has not been received for evaluation, and the received video does not show a product manufactured by us, the reported issue could not be confirmed and a root cause could not be determined. No action plan is deemed required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient had the nasogastric feeding tube inserted on april 09, 2021 and on (B)(6) 2021 a leak was observed between the connection port and the medication administration port therefore the probe was failing. There was no patient injury.